Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was travelling with her husband when her cgm showed 90 mg/dl. She did not experience any symptoms at that time. She did not bring her bg meter that time. She drank soda, orange juice and 4 glucose tablets but her cgm went down to 71 mg/dl, then 55 mg/dl and further down to 40 mg/dl. She felt nauseous and tingly after taking the glucose tabs and orange juice and soda. They did not continue travelling but went to the nearest hospital. At the hospital, they took her bg and it was 500 mg/dl. She the patient was treated with IV insulin and they performed lab tests. She was discharged the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 07/17/2025. On (B)(6) 2025, the patient noticed that her dexcom g7 cgm was trending low while out with her husband. In response to the cgm readings, she self-treated with soda, glucose tablets, and orange juice. Despite these interventions, the cgm values continued to decline rapidly from 109 mg/dl to 70, 65, 55, 48, and eventually 40 mg/dl. While stuck in traffic, the patient began experiencing symptoms including tingling in the legs and around the lips, nausea, and hyperventilation. Due to the persistent low readings and worsening symptoms, they turned around and headed to the hospital. Upon arrival, the patient underwent vitals and urine checks. A laboratory blood glucose reading showed a value over 500 mg/dl, and the patient was treated with IV insulin. She was discharged the same day and reported feeling fine at the time of this report. After returning home, the cgm displayed a notification indicating technical issues with the sensor, stating it would be resolved in approximately three hours. However, the cgm continued to show critically low readings even after that period. The patient reported experiencing extreme panic and distress during the event, stating she genuinely feared for her life. Her husband was also described as overwhelmed and terrified. The patient emphasized that the cgm¿s failure to provide accurate readings during a critical moment could have had life-threatening consequences. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5172235. H6 codes: health effect - clinical code problem code: e0724 hyperventilation / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, includes - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code- additional information. H10: corrected data. H10: related report numbers. H11 additional narrative.